Manufacturer narrative:
The customer's report was observed and attributed to a display backlight harness cable that was not properly seated to a connector on the backlight driver board. The cable was reseated and secured to correct the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device powered on without display. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.